Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging burning sensation in nose, sleeping issue, nasal irritation, throat soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that a patient alleging received information of burning sensation in nose, sleeping issue, nasal irritation, throat soreness related to CPAP device's sound abatement foam. There was no mention of medical intervention was required. The device was returned to the manufacturer product investigation lab for further evaluation. The external and internal aspect of the device was evaluated. During the evaluation of the device an unknown dust contamination was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. A keratin-like substance was observed on the blower box outlet but there no evidence of sound abatement foam degradation. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but presence of dust / dirt contamination was observed and are consistent with being from an external source.